Event description:
It was reported that the right atrial (ra) lead had dislodged. The physician elected to reposition the lead to resolve the event and the patient was stable with no additional consequences.